Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a battery life that was less than 30 minutes and had to replace the battery on the pump. Customer's mother stated that she followed all the necessary steps and she received the battery life message. Caller was explained that here was a no power error and the internal power source in the pump is unable to charge. The pump is operating only on batteries. Customer was using an older pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was returned for power error and low battery alarm confirmed in the long trace. Detailed trace analysis confirmed the pump alarmed low battery and then an alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump had minor scratched display window, scratched case and cracked keypad overlay at the center circle button.